Manufacturer narrative:
H10:the customer care solution center dispatched a field service engineer (fse) for support. A good faith effort was made to the fse by the complaint investigator to secure additional information concerning this event. The fse responded to this request and confirmed that on (B)(6) 2020 at approximately 2:00a.m., a sixty-seven year old female patient was undergoing treatment for an unspecified cancer. During the cancer treatment process, the patient experienced an unspecified deterioration of her health that required defibrillation by the facility staff as an intervention to prevent further deterioration of her condition. The fse confirmed that two philips heartstart xl series defibrillator devices (serial numbers (B)(6)), were not reading the ECG parameter on the patient in question. The customer staff attempted to obtain an ECG reading through a philips suresigns vm6 series device (serial number (B)(6)), but without success. The fse who attended this incident reported that all three philips devices were tested by the technician, and that the complaint devices performed the ECG value readings correctly. The fse was unable to duplicate the alleged ECG reading failure. The fse did confirm that the defibrillators were configured to read through the pads and not through the cables, which was the method that the customer staff were trying to use during the described event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the equipment did not fire at the time of use and that the patient had died. The customer then requested support. It was reported that the patient had died.